Event description:
Patient self-tester reported to idtf that in 2009, protime inr 3.7 compared to unspecified lab system result of 5.0 and physicians coaguchek xs inr 4.7. Approx one week later, patient protime inr 2.8 inr compared to unspecified lab system result of 3.7. No report if coaguchek xs also used. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
Manufacturer's - manufacturer evaluation / investigation currently in process. Manufacturer's results - manufacturer evaluation / investigation currently in process. Manufacturer's conclusions - manufacturer evaluation / investigation currently in process.